Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported pain, shortness of breath, pressure in the chest and on palpation felt as if the breast was flaccid and aching in the middle. Physician reported capsular contracture baker grade iii and retroversion on left side. The device has been explanted.